Event description:
As reported by the user facility: event description: "the infusion was started at 2:55 pm on (B)(6) 2014. It should have completed at 10 pm, but was finished at 3 pm. It infused in 5 minutes". Unk chemo. Unk size of the bag and the rate it was set at. No tubing.